Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device download procedure, the pacemaker went into backup vvi mode. It was suspected that the backup vvi may have been caused by weak telemetry. It was noted that the patient was feeling fatigued. A device download was performed and the device was restored and programmed to preferred settings. Patient was stable post programming changes.